Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of a 9mm titanium cannulated tibial was revised to an 11mm tibial nail due to a proximal third fracture line in the tibia. There were no broken screws or implants reported. It was unknown if there was surgical delay. Procedure outcome and patient status is unknown. Concomitant devices: screws (part: unknown, lot: unknown, quantity: unknown). This report is for a 9mm titanium (ti) cannulated tibial nail. This is report 1 of 1 for (B)(4).